Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 100-200 mg/dl. The customer declined to provide additional information regarding the issue.